Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a free flow of solution when leaving the blue plunger of the vial-mate adapter into the vial. The reporter stated that the solution would drip back into the vial. The device was used with unspecified 500ml bags and vancomycin. There was no patient involvement. No additional information is available.